Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. If the device and/or additional information is provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the tip of the driver snapped off while inserting a screw.